Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for atrial intrinsic amplitude out of range. Review of the transmitted report did not identify any undersensing. Increased atrial pacing threshold measurements were noted which resulted in the output adjusted to 5.0v. Further system review should be considered. Additional information was received that an in-office evaluation was subsequently performed. Loss of atrial capture was observed at 5.0v @ 0.4ms. Atrial threshold with a pulse width increased to 1.5ms was 4.0v and unipolar threshold was 2.7v @1.5ms. Atrial output was programmed to 4.5v @ 1.5ms in unipolar mode. Electrogram (egm) showed consistent capture with intrinsic ventricular conduction. Another transmission was reviewed one week later which confirmed atrial capture and stable lead measurements throughout the week. The system remains in service and no adverse patient effects were reported.